Manufacturer narrative:
(B)(4) date sent: 3/28/2016. Concomitant medical products: information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? The indicator was in the green zone prior to firing. What confirmation was received that the device was fully fired? The doctor heard the clack sound. Did the device staple at all? Yes, it did. If yes, what was the shape of the staples (b-formation, irregular, legs straight)? Found some staples were formed with b shape ,some staples were founded incomplete b shape. Did the device cut at all? No , it didn't. Were the staples and cut line missing in the same location on the tissue? Yes how was the procedure completed? Suturing repaired.

Event description:
It was reported that during a low anterior resection procedure, incomplete cutting and stapling. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device was discarded.